Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884xcu & mmt-5100clx. Troubleshooting was not done and issue resolution was not known. No harm requiring medical intervention was reported. The product(s) mmt-1884xcu & mmt-5100clx will not be returned for analysis.

Manufacturer narrative:
We received the following: one partial opened/used simplera sensor, one simplera serter not returned. Inspected the sensor flex any physical damage and found the flex to be severed. Then performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to communicate and download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a) (lockout category= app applicable). Lost sensor alarm was noted in the traces (device has been disconnected for greater than 30 minutes, then it reconnected). Unit was able to download trace and termination result. In conclusion: the customer complaint communication, and of loss sensor alert was not confirmed due to it reconnected. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (sensor flex damage) happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.